Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of returned product documents showed that the right ventricular (rv) lead had triggered alerts for pacing impedance, a lead integrity alert (lia), an alert for oversensing of noise, and alerts for high undefined out of range (oor) rv and superior vena cava (svc) defibrillation impedances. The documents also showed that the right atrial (ra) lead triggered alerts for high undefined oor pacing impedance and high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.